Event description:
The pt's surgical pocket was revised due to device migration and irritation. All records indicate this device remains actively implanted. Should additional information become available, this event will be updated.